Event description:
The customer reported that they received an erroneous result for one patient sample tested for calcium. The sample initially resulted as 4.34 mmol/l and this value was reported outside of the laboratory. The physician did not believe the result, so the pateint was called back to the emergency room and a second sample was drawn. This second sample was tested on (B)(6) 2013 and resulted as 3.00 mmol/l. The customer also repeated testing on the initial sample and the repeat result was 2.98 mmol/l. The patient was not adversely affected by the event. The calcium reagent lot number and expiration date were asked for, but not provided. The field service representative determined that waste tube number five was damaged (split tubing). The tubing was out of the clip and was rubbing on the side. The pump diaphragm was also found to be torn. He adjusted the liquid in the cuvettes and cleaned the waste vessels.

Manufacturer narrative:
This event occurred in (B)(6).